Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: j sex med 2006;3:550¿553. Doi: 10.1111/j.1743-6109.2006.00232.x

Event description:
It was reported in journal article that the patient underwent implantation of a three-piece inflatable penile prosthesis on unknown date between 8/1997 and 9/2002 and suture was used. The aim of this study was to provide an overview of the principal author¿s experience in maintaining penile length after implantation of a three-piece inflatable penile prosthesis. The wounds were closed with two layers of previously placed interrupted suture plus subcuticular suture and steri-strips. The patient possibly experienced superficial s. Aureus infection treated successfully with intravenous antibiotics. The patient possibly experienced partial wound dehiscence requiring an additional procedure to close the wound. Additional information will be requested.